Event description:
Philips received a report from a customer that the system failed before the beginning of the procedure of a pt which had a heart attack. They had to transfer a pt to another hospital because they were not able to take care of the pt due to the fact that integris allura fd12/15 was out of order. During the transfer process, the pt died. The delay in the treatment due to the transfer to another hospital has probably been the cause of the incident according to customer.

Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.